Event description:
It was reported that after detecting a vf episode, the device charged normally, and seemed to give a shock, but the device did not covert the vf during the next charging. Noise was observed on the egm during charging. Impedance had decreased and during next charging possible output circuit damge was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.